Manufacturer narrative:
The report of a potentially compromised driveline can be confirmed based on the evaluation of the returned portion of driveline. A distal end driveline repair was performed by a technical services representative on 8jan2019. The approximately 20" segment of driveline replaced by technical services was returned for evaluation. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned portion of driveline and cuts in both the bionate and the metal shielding were observed approximately 16.5¿ from the metal connector. Visual inspection of the underlying wires revealed breaches in the insulation of the yellow, green, brown, and black wires, approximately 16.5¿ from the metal connector, exposing the internal conductors. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no additional areas of current leakage were identified. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have also affected wire phases a and b, and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The shorts to ground would have caused the reported low speed alarms, as seen in the submitted log files. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. The IFU and the patient handbook contain sections on caring for the driveline and outline the indications driveline damage as well as how to respond to such events. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time.

Manufacturer narrative:
Approximate age of device - 5 years 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a low speed advisory alarm on the system controller history from (B)(6) 2018. The patient was admitted with fluid overload. Review of the log file by the manufacturers technical services representative did not have enough evidence to determine the cause of the speed drops below the lower speed limit(lsl). It did occur while connected to the power module so a percutaneous lead short to shield is a possibility. The x-ray attached showed areas of wear and tear / stress but could not confirm if these areas were the cause of the speed drop. Additional information received on 2jan2019 stated that the only other significant clinical symptom the patient was having was intermittent ventricular tachycardia (vt). The patient was last cardioverted on (B)(6) 2018 which is 4 days prior to this low speed advisory so the hcp was not confident those events would be related. The patient also had another low speed advisory on (B)(6) 2018. Additional information received on 9jan2019 stated that a distal end percutaneous lead replacement was performed and urgent analysis was requested.